Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode after been interrogated. Additionally, this patient was dependent and experienced asystole greater than 2 seconds. As a result, an explant procedure was successfully performed and device was replaced. No additional adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. The system resets occurred while communicating with the latitude remote monitoring system and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Manufacturer narrative:
The product has been received for analysis. This report will be updated, and a supplemental report will be issued upon completion of analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode after been interrogated. Additionally, this patient was dependent and experienced asystole greater than 2 seconds. As a result, an explant procedure was successfully performed and device was replaced. No additional adverse patient effects were reported. This device has been received for analysis.